Manufacturer narrative:
Mallinckrodt tech service received a call from (B)(4), who said the operator reported the system would not fluoro. (B)(4) told tech service that he had cycled power on everything prior to calling, so at this point tech service could not troubleshoot with (B)(4) to determine if everything was set up properly, and if a patient file had been opened to acquire. Tech service did have (B)(4) attempt to fluoro, and the system appeared fully functional. We cannot explain why the system did not allow fluoro at the time, but per (B)(4), it is working as expected. Mallinckrodt product monitoring called customer for additional information, and customer reported, "they ordered a very expensive piece of equipment, and the room is working, but would provide no further information. A review shows no similar issue reported on this unit. Customer repair.

Event description:
Customer reports via phone that staff were attempting to perform an undetermined urology procedure, when the system failed. Physician cancelled the procedure, until the room was repaired. Customer would not provide any further information about the patient or procedure. Only reports there was no patient injury.